Event description:
The customer reported that the 9900 system would not shut down properly and would not boot up. No pt injury was reported.

Manufacturer narrative:
The mr's service rep performed an on-site investigation. The service rep replaced the uninterrupted power supply, and reloaded the software. The system was tested and operates as intended.